Manufacturer narrative:
Date of report: 19oct2018. Date of manufacturer: 18oct2018. The customer troubleshot the issue with the assistance of philip's technical support. The customer replaced the battery and power supply and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator was not running on ac with dead battery. No patient involvement. The event date was not specified; estimate used.